Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Associated medwatch: 1221934-2016-10276. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
Shoulder stabilisation. Drill guide inserted into shoulder as per technique, drill bit placed down shaft of drill guide to drill and whilst drilling microscopic shards of metal came off drill guide into shoulder. Repeated three times and happened each time. Saline pushed through shoulder joint to remove metal debris. No delay or adverse event.

Manufacturer narrative:
The complaint devices were received and evaluated. Visually, the devices appear in a slightly used condition and there were striations on the drill bit, indicating that there were metal shavings. This complaint can be confirmed. Additionally, there were nicks and scratches on the distal tip of the drill guide. A potential root cause is that a side load might have been applied to the drill bit during use, causing a slight bend in the shaft. The slightest bend in the drill would cause unanticipated friction on the guide, especially on the distal tip. As reported, the metal shavings in the patient cavity were removed and no debris was left in the patient. Further, a review into the depuy synthes (B)(4) complaints system revealed no other complaints of any type for these two lots of these devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Associated medwatch: 1221934-2016-10276. (B)(4).